Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.